Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device expulsion ("the coiled wires are located in the anterior aspect of the uterus") and autoimmune disorder ("autoimmune disorder") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included attention deficit/hyperactivity disorder and discomfort. Concurrent conditions included chronic fatigue, breast discharge, myalgia, dermatitis and adenomyosis uteri. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness in hands"), mood swings ("mood swings"), amnesia ("memory loss"), depression ("depression"), abdominal pain lower ("severe cramping not during her menstrual cycle"), abdominal pain ("severe abdominal pain"), pain in extremity ("severe leg pain"), neuralgia ("nerve pain") and weight increased ("weight gain"). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In 2015, the patient experienced headache ("headaches"), migraine ("migraines") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) with fatigue, allergy to metals ("nickel allergy"), visual impairment ("vision problems") and eye disorder ("eye problems"). The patient was treated with surgery (she is going to undergo a hysterectomy to remove device) and surgery (total hysterectomy (uterus and cervix removed), hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, autoimmune disorder, hypoaesthesia, mood swings, amnesia, depression, abdominal pain lower, abdominal pain, pain in extremity, neuralgia, weight increased, headache, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, visual impairment, eye disorder, vaginal discharge and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, amnesia, autoimmune disorder, depression, device expulsion, dysmenorrhoea, eye disorder, headache, hypoaesthesia, menorrhagia, migraine, mood swings, neuralgia, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: in the near future consumer is going to undergo a hysterectomy to remove the device. She continues to work with her healthcare providers to schedule this procedure. Concerning the injuries reported in this case, the following one/ones were reported via medical record:dysmenorrhea,device expulsion,menorrhagia,chronic fatigue,lower abdominal pain quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. The event abnormal vaginal bleeding. Menorrhagia, nickel allergy, autoimmune disorder, migraines, vision problems, eye problems, vaginal discharge, essure confirmation test not done, device expulsion, dysmenorrhea added, medical history, concurrent condition,reporters added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device expulsion ("the coiled wires are located in the anterior aspect of the uterus"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a 35-year-old female patient who had essure (batch no. 12111dk- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included attention deficit/hyperactivity disorder and discomfort. Concurrent conditions included chronic fatigue, breast discharge, myalgia, dermatitis, adenomyosis uteri and overweight. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from (B)(6) 2013 to (B)(6) 2013 and vitamins nos. In 2012, the patient experienced mood swings ("mood swings"), hypoaesthesia ("numbness in hands"), amnesia ("memory loss"), abdominal pain ("severe abdominal pain"), pain in extremity ("severe leg pain") and neuralgia ("nerve pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), abdominal pain lower ("severe cramping not during her menstrual cycle/lower abdominal pain"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)/menstruation pain"), migraine ("migraines"), vaginal discharge ("vaginal discharge heavy discharge"), back pain ("back pain/severe back pain"), arthralgia ("hip pain") and anxiety ("anxiety") and was found to have weight increased ("weight gain-35 lbs"). In 2016, the patient experienced allergy to metals ("nickel allergy") with skin disorder, rash and pruritus. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), visual impairment ("vision problems") and eye disorder ("eye problems"). The patient was treated with ibuprofen and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and arthralgia was resolving and the device expulsion, genital haemorrhage, autoimmune disorder, fatigue, mood swings, hypoaesthesia, amnesia, depression, abdominal pain lower, abdominal pain, pain in extremity, neuralgia, weight increased, headache, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, visual impairment, migraine, eye disorder, vaginal discharge and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, depression, device expulsion, dysmenorrhoea, eye disorder, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, mood swings, neuralgia, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: in the near future consumer is going to undergo a hysterectomy to remove the device. She continues to work with her healthcare providers to schedule this procedure. Approximate weight at the time of essure placement 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record:dysmenorrhea,device expulsion,menorrhagia,chronic fatigue,lower abdominal pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event:abnormal bleeding (general) were added. Concomitant drugs added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain \ pelvic area when not menstruating') and device expulsion ('the coiled wires are located in the anterior aspect of the uterus') in a 35-year-old female patient who had essure (batch no. 12111dk- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included attention deficit/hyperactivity disorder and discomfort. Concurrent conditions included chronic fatigue, breast discharge, myalgia, dermatitis, adenomyosis uteri and overweight. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from (B)(6) 2013 to (B)(6) 2013 and vitamins nos. In 2012, the patient experienced mood swings ("mood swings"), hypoaesthesia ("numbness in hands"), amnesia ("memory loss"), abdominal pain ("severe abdominal pain"), pain in extremity ("severe leg pain/thigh pain") and neuralgia ("nerve pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) \ heavy bleeding during cycle"), depression ("depression"), abdominal pain lower ("severe cramping not during her menstrual cycle/lower abdominal pain"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)/menstruation pain"), migraine ("migraines"), vaginal discharge ("vaginal discharge heavy discharge"), back pain ("back pain/severe back pain"), arthralgia ("hip pain") and anxiety ("anxiety") and was found to have weight increased ("weight gain-35 lbs"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"), 9 months 7 days after insertion of essure. In 2016, the patient experienced allergy to metals ("nickel allergy") with skin disorder, rash and pruritus. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), visual impairment ("vision problems"), eye disorder ("eye problems"), flank pain ("side pain"), renal disorder ("kidney went hey wire") and adrenal disorder ("adrenal glands went hey wire"). The patient was treated with ibuprofen and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and arthralgia was resolving and the device expulsion, genital haemorrhage, autoimmune disorder, fatigue, mood swings, hypoaesthesia, amnesia, depression, abdominal pain lower, abdominal pain, pain in extremity, neuralgia, weight increased, headache, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, visual impairment, migraine, eye disorder, vaginal discharge, anxiety, flank pain, renal disorder and adrenal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adrenal disorder, allergy to metals, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, depression, device expulsion, dysmenorrhoea, eye disorder, fatigue, flank pain, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, mood swings, neuralgia, pain in extremity, pelvic pain, renal disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: in the near future consumer is going to undergo a hysterectomy to remove the device. She continues to work with her healthcare providers to schedule this procedure. Approximate weight at the time of essure placement 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record:dysmenorrhea,device expulsion,menorrhagia,chronic fatigue,lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device expulsion ("the coiled wires are located in the anterior aspect of the uterus") and autoimmune disorder ("autoimmune disorder") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included attention deficit/hyperactivity disorder and discomfort. Concurrent conditions included chronic fatigue, breast discharge, myalgia, dermatitis and adenomyosis uteri. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness in hands"), mood swings ("mood swings"), amnesia ("memory loss"), depression ("depression"), abdominal pain lower ("severe cramping not during her menstrual cycle"), abdominal pain ("severe abdominal pain"), pain in extremity ("severe leg pain"), neuralgia ("nerve pain") and weight increased ("weight gain"). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In 2015, the patient experienced headache ("headaches"), migraine ("migraines") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) with fatigue, allergy to metals ("nickel allergy") with skin disorder, pruritus and rash, visual impairment ("vision problems"), eye disorder ("eye problems"), back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with surgery (she is going to undergo a hysterectomy to remove device) and surgery (total hysterectomy (uterus and cervix removed), hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and arthralgia had resolved and the device expulsion, autoimmune disorder, hypoaesthesia, mood swings, amnesia, depression, abdominal pain lower, abdominal pain, pain in extremity, neuralgia, weight increased, headache, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, visual impairment, eye disorder, vaginal discharge and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, amnesia, arthralgia, autoimmune disorder, back pain, depression, device expulsion, dysmenorrhoea, eye disorder, headache, hypoaesthesia, menorrhagia, migraine, mood swings, neuralgia, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: in the near future consumer is going to undergo a hysterectomy to remove the device. She continues to work with her healthcare providers to schedule this procedure. Concerning the injuries reported in this case, the following one/ones were reported via medical record:dysmenorrhea,device expulsion,menorrhagia,chronic fatigue,lower abdominal pain quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received : the events back pain, hip pain added. The product and patient information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device expulsion ("the coiled wires are located in the anterior aspect of the uterus") and autoimmune disorder ("autoimmune disorder") in a 35-year-old female patient who had essure (batch no. 12111dk- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included attention deficit/hyperactivity disorder and discomfort. Concurrent conditions included chronic fatigue, breast discharge, myalgia, dermatitis, adenomyosis uteri and overweight. In 2012, the patient experienced mood swings ("mood swings"), hypoaesthesia ("numbness in hands"), amnesia ("memory loss"), abdominal pain ("severe abdominal pain"), pain in extremity ("severe leg pain") and neuralgia ("nerve pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), abdominal pain lower ("severe cramping not during her menstrual cycle/lower abdominal pain"), weight increased ("weight gain-35 lbs"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)/menstruation pain"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), back pain ("back pain/severe back pain"), arthralgia ("hip pain") and anxiety ("anxiety"). In 2016, the patient experienced allergy to metals ("nickel allergy") with skin disorder, rash and pruritus. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) with fatigue, visual impairment ("vision problems") and eye disorder ("eye problems"). The patient was treated with ibuprofen, surgery (she is going to undergo a hysterectomy to remove device) and surgery (total hysterectomy (uterus and cervix removed), hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and arthralgia was resolving and the device expulsion, autoimmune disorder, mood swings, hypoaesthesia, amnesia, depression, abdominal pain lower, abdominal pain, pain in extremity, neuralgia, weight increased, headache, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, visual impairment, migraine, eye disorder, vaginal discharge and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, depression, device expulsion, dysmenorrhoea, eye disorder, headache, hypoaesthesia, menorrhagia, migraine, mood swings, neuralgia, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: in the near future consumer is going to undergo a hysterectomy to remove the device. She continues to work with her healthcare providers to schedule this procedure. Approximate weight at the time of essure placement 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record: dysmenorrhea, device expulsion, menorrhagia, chronic fatigue, lower abdominal pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 20-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device expulsion ("the coiled wires are located in the anterior aspect of the uterus") and autoimmune disorder ("autoimmune disorder") in a 35-year-old female patient who had essure (batch no. 12111dk) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included attention deficit/hyperactivity disorder and discomfort. Concurrent conditions included chronic fatigue, breast discharge, myalgia, dermatitis, adenomyosis uteri and overweight. In 2012, the patient experienced mood swings ("mood swings"), hypoaesthesia ("numbness in hands"), amnesia ("memory loss"), abdominal pain ("severe abdominal pain"), pain in extremity ("severe leg pain") and neuralgia ("nerve pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), abdominal pain lower ("severe cramping not during her menstrual cycle/lower abdominal pain"), weight increased ("weight gain-35 lbs"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)/menstruation pain"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), back pain ("back pain/severe back pain"), arthralgia ("hip pain") and anxiety ("anxiety"). In 2016, the patient experienced allergy to metals ("nickel allergy") with skin disorder, rash and pruritus. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) with fatigue, visual impairment ("vision problems") and eye disorder ("eye problems"). The patient was treated with ibuprofen, surgery (she is going to undergo a hysterectomy to remove device) and surgery (total hysterectomy (uterus and cervix removed), hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and arthralgia was resolving and the device expulsion, autoimmune disorder, mood swings, hypoaesthesia, amnesia, depression, abdominal pain lower, abdominal pain, pain in extremity, neuralgia, weight increased, headache, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, visual impairment, migraine, eye disorder, vaginal discharge and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, depression, device expulsion, dysmenorrhoea, eye disorder, headache, hypoaesthesia, menorrhagia, migraine, mood swings, neuralgia, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: in the near future consumer is going to undergo a hysterectomy to remove the device. She continues to work with her healthcare providers to schedule this procedure. Approximate weight at the time of essure placement 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record:dysmenorrhea,device expulsion,menorrhagia,chronic fatigue,lower abdominal pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received with her demographic conditions. Event added: anxiety. Event term updated: back pain/severe back pain, severe cramping not during her menstrual cycle/lower abdominal pain, dysmenorrhea(cramping)/menstruation pain and weight gain-35 lbs. Lot number added. Treatment drug added. Outcome of event hip pain, pelvic pain and back pain was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain \ pelvic area when not menstruating') and device expulsion ('the coiled wires are located in the anterior aspect of the uterus') in a 35-year-old female patient who had essure (batch no. 12111dk- not valid,959220) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included attention deficit/hyperactivity disorder, discomfort, renal disease and ovarian cyst. Concurrent conditions included chronic fatigue, breast discharge, myalgia, dermatitis, adenomyosis uteri and overweight. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from (B)(6)2013 and vitamins nos. In 2012, the patient experienced mood swings ("mood swings"), hypoaesthesia ("numbness in hands"), amnesia ("memory loss"), abdominal pain ("severe abdominal pain"), pain in extremity ("severe leg pain/thigh pain") and neuralgia ("nerve pain"). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) \ heavy bleeding during cycle"), depression ("depression"), abdominal pain lower ("severe cramping not during her menstrual cycle/lower abdominal pain"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)/menstruation pain"), migraine ("migraines"), vaginal discharge ("vaginal discharge heavy discharge"), back pain ("back pain/severe back pain"), arthralgia ("hip pain") and anxiety ("anxiety") and was found to have weight increased ("weight gain-35 lbs"). On (B)(6)2013, the patient experienced fatigue ("fatigue"), 9 months 7 days after insertion of essure. In 2016, the patient experienced allergy to metals ("nickel allergy") with skin disorder, rash and pruritus. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), visual impairment ("vision problems"), eye disorder ("eye problems"), flank pain ("side pain"), renal disorder ("kidney went hey wire") and adrenal disorder ("adrenal glands went hey wire"). The patient was treated with ibuprofen and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, back pain and arthralgia was resolving and the device expulsion, genital haemorrhage, autoimmune disorder, fatigue, mood swings, hypoaesthesia, amnesia, depression, abdominal pain lower, abdominal pain, pain in extremity, neuralgia, weight increased, headache, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, visual impairment, migraine, eye disorder, vaginal discharge, anxiety, flank pain, renal disorder and adrenal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adrenal disorder, allergy to metals, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, depression, device expulsion, dysmenorrhoea, eye disorder, fatigue, flank pain, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, mood swings, neuralgia, pain in extremity, pelvic pain, renal disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: in the near future consumer is going to undergo a hysterectomy to remove the device. She continues to work with her healthcare providers to schedule this procedure. Approximate weight at the time of essure placement 180 lbs. Insertion details-4 coils right, 0 coils on left. Discrepancy noted in date of insertion- (B)(6)2012 , (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record:dysmenorrhea,device expulsion,menorrhagia,chronic fatigue,lower abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on 8-jan-2021: medical record received -lot number added. New reporter, insertion details added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain \ pelvic area when not menstruating') and device expulsion ('the coiled wires are located in the anterior aspect of the uterus') in a 35-year-old female patient who had essure (batch no. 12111dk- not valid,959220) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included attention deficit/hyperactivity disorder, discomfort, renal disease and ovarian cyst. Concurrent conditions included chronic fatigue, breast discharge, myalgia, dermatitis, adenomyosis uteri and overweight. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from (B)(6) 2013 and vitamins nos. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced mood swings ("mood swings"), hypoaesthesia ("numbness in hands"), amnesia ("memory loss"), abdominal pain ("severe abdominal pain"), pain in extremity ("severe leg pain/thigh pain") and neuralgia ("nerve pain"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) \ heavy bleeding during cycle"), depression ("depression"), abdominal pain lower ("severe cramping not during her menstrual cycle/lower abdominal pain"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)/menstruation pain"), migraine ("migraines"), vaginal discharge ("vaginal discharge heavy discharge"), back pain ("back pain/severe back pain"), arthralgia ("hip pain") and anxiety ("anxiety") and was found to have weight increased ("weight gain-35 lbs"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"), 9 months 7 days after insertion of essure. In 2016, the patient experienced allergy to metals ("nickel allergy") with skin disorder, rash and pruritus. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), visual impairment ("vision problems"), eye disorder ("eye problems"), flank pain ("side pain"), renal disorder ("kidney went hey wire") and adrenal disorder ("adrenal glands went hey wire"). The patient was treated with ibuprofen and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and arthralgia was resolving and the device expulsion, genital haemorrhage, autoimmune disorder, fatigue, mood swings, hypoaesthesia, amnesia, depression, abdominal pain lower, abdominal pain, pain in extremity, neuralgia, weight increased, headache, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, visual impairment, migraine, eye disorder, vaginal discharge, anxiety, flank pain, renal disorder and adrenal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adrenal disorder, allergy to metals, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, depression, device expulsion, dysmenorrhoea, eye disorder, fatigue, flank pain, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, mood swings, neuralgia, pain in extremity, pelvic pain, renal disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: in the near future consumer is going to undergo a hysterectomy to remove the device. She continues to work with her healthcare providers to schedule this procedure. Approximate weight at the time of essure placement 180 lbs. Insertion details-4 coils right, 0 coils on left. Discrepancy noted in date of insertion- (B)(6) 2012 , (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record:dysmenorrhea,device expulsion,menorrhagia,chronic fatigue,lower abdominal pain, pelvic pain lot # 12111dk- not valid. Lot number: 959220, manufacturing date: 2012-04, expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain \ pelvic area when not menstruating') and device expulsion ('the coiled wires are located in the anterior aspect of the uterus') in a 35-year-old female patient who had essure (batch no. 12111dk- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included attention deficit/hyperactivity disorder and discomfort. Concurrent conditions included chronic fatigue, breast discharge, myalgia, dermatitis, adenomyosis uteri and overweight. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from (B)(6) 2013 to (B)(6) 2013 and vitamins nos. In 2012, the patient experienced mood swings ("mood swings"), hypoaesthesia ("numbness in hands"), amnesia ("memory loss"), abdominal pain ("severe abdominal pain"), pain in extremity ("severe leg pain/thigh pain") and neuralgia ("nerve pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) \ heavy bleeding during cycle"), depression ("depression"), abdominal pain lower ("severe cramping not during her menstrual cycle/lower abdominal pain"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)/menstruation pain"), migraine ("migraines"), vaginal discharge ("vaginal discharge heavy discharge"), back pain ("back pain/severe back pain"), arthralgia ("hip pain") and anxiety ("anxiety") and was found to have weight increased ("weight gain-35 lbs"). On (B)(6)2013, the patient experienced fatigue ("fatigue"), 9 months 7 days after insertion of essure. In 2016, the patient experienced allergy to metals ("nickel allergy") with skin disorder, rash and pruritus. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), visual impairment ("vision problems"), eye disorder ("eye problems") and flank pain ("side pain"). The patient was treated with ibuprofen and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, back pain and arthralgia was resolving and the device expulsion, genital haemorrhage, autoimmune disorder, fatigue, mood swings, hypoaesthesia, amnesia, depression, abdominal pain lower, abdominal pain, pain in extremity, neuralgia, weight increased, headache, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, visual impairment, migraine, eye disorder, vaginal discharge, anxiety and flank pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, depression, device expulsion, dysmenorrhoea, eye disorder, fatigue, flank pain, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, mood swings, neuralgia, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: in the near future consumer is going to undergo a hysterectomy to remove the device. She continues to work with her healthcare providers to schedule this procedure. Approximate weight at the time of essure placement 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record:dysmenorrhea,device expulsion,menorrhagia,chronic fatigue,lower abdominal pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received- new events flank pain added. Reporter was added. Genital hemorrhage event downgraded. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain \ pelvic area when not menstruating') and device expulsion ('the coiled wires are located in the anterior aspect of the uterus') in a 35-year-old female patient who had essure (batch no. 12111dk- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included attention deficit/hyperactivity disorder and discomfort. Concurrent conditions included chronic fatigue, breast discharge, myalgia, dermatitis, adenomyosis uteri and overweight. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from (B)(6) 2013 to (B)(6) 2013 and vitamins nos. In 2012, the patient experienced mood swings ("mood swings"), hypoaesthesia ("numbness in hands"), amnesia ("memory loss"), abdominal pain ("severe abdominal pain"), pain in extremity ("severe leg pain/thigh pain") and neuralgia ("nerve pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) \ heavy bleeding during cycle"), depression ("depression"), abdominal pain lower ("severe cramping not during her menstrual cycle/lower abdominal pain"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)/menstruation pain"), migraine ("migraines"), vaginal discharge ("vaginal discharge heavy discharge"), back pain ("back pain/severe back pain"), arthralgia ("hip pain") and anxiety ("anxiety") and was found to have weight increased ("weight gain-35 lbs"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"), 9 months 7 days after insertion of essure. In 2016, the patient experienced allergy to metals ("nickel allergy") with skin disorder, rash and pruritus. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), visual impairment ("vision problems"), eye disorder ("eye problems"), flank pain ("side pain"), renal disorder ("kidney went hey wire") and adrenal disorder ("adrenal glands went hey wire"). The patient was treated with ibuprofen and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and arthralgia was resolving and the device expulsion, genital haemorrhage, autoimmune disorder, fatigue, mood swings, hypoaesthesia, amnesia, depression, abdominal pain lower, abdominal pain, pain in extremity, neuralgia, weight increased, headache, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, visual impairment, migraine, eye disorder, vaginal discharge, anxiety, flank pain, renal disorder and adrenal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adrenal disorder, allergy to metals, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, depression, device expulsion, dysmenorrhoea, eye disorder, fatigue, flank pain, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, mood swings, neuralgia, pain in extremity, pelvic pain, renal disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: in the near future consumer is going to undergo a hysterectomy to remove the device. She continues to work with her healthcare providers to schedule this procedure. Approximate weight at the time of essure placement 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record:dysmenorrhea,device expulsion,menorrhagia,chronic fatigue,lower abdominal pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received: new events 'kidney went hey wire' and 'adrenal glands went hey wire' were added. Reporter information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and began to experience severe pelvic pain. A hysterectomy was planned to remove the device. Pelvic pain, serious due to medical significance, is anticipated according to the reference safety information of essure. Pelvic pain may occur during the use of essure. Based on a compatible temporal relationship, on the nature of the event, and on the lack of alternative explanations, a causal relationship with essure cannot be excluded (related). This case was regarded as incident because surgical intervention will be performed. Additionally, non-serious events were reported. A product technical analysis resulted in an unconfirmed quality defect. Further information is expected only through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient started essure. In 2012, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), hypoaesthesia ("numbness in hands"), mood swings ("mood swings"), amnesia ("memory loss"), depression ("depression"), abdominal pain lower ("severe cramping not during her menstrual cycle"), abdominal pain ("severe abdominal pain"), pain in extremity ("severe leg pain"), fatigue ("fatigue"), neuralgia ("nerve pain"), weight increased ("weight gain") and headache ("headaches"). The patient was treated with surgery (she is going to undergo a hysterectomy to remove device). At the time of the report, the pelvic pain, hypoaesthesia, mood swings, amnesia, depression, abdominal pain lower, abdominal pain, pain in extremity, fatigue, neuralgia, weight increased and headache outcome was unknown. The reporter considered pelvic pain, hypoaesthesia, mood swings, amnesia, depression, abdominal pain lower, abdominal pain, pain in extremity, fatigue, neuralgia, weight increased and headache to be related to essure. The reporter commented: in the near future consumer is going to undergo a hysterectomy to remove the device. She continues to work with her healthcare providers to schedule this procedure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. In the near future she is going to undergo a hysterectomy to remove the device. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on a compatible temporal relationship, nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention will be performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.